Event description:
Additional information received on for report mw5177167. Dexcom g6 sensor inaccuracy: 8:49am g6 reading 115, finger stick reading is 176. That is a mard(mean absolute relative difference ) of 34.7%.

Event description:
Dexcom g6 sensor inaccuracy: 7:27 am, g6 reading 124, finger stick reading is 102. That is a mard of 21.6% which is outside the allowed 20% range. Dexcom no longer follows up on product support requests and refuses to replace faulty sensors when they fail. Please help.